Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: there was evidence of moisture behind the display lens. The pump powered on to a call service 006 alarm which could not be cleared. The cs 006 alarm indicates an eeprom failure. A leak test indicated that there was a leak at the display lens. Moisture was found on the internal components of the pump.